Event description:
It was reported the three proximal locking screws broke post-operative.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: surgeon performed a medial distal femoral opening correcting wedge on a patient with abnormal anatomy. Patient was implanted with plate and screw construct on (B)(6) 2012. During a follow-up visit, patient was told they could weight-bear. The patient then went rock climbing and reportedly the three proximal screws in the plate failed. Patient was returned to the o.r. On (B)(6) 2012 for revision surgery. Patient was revised with a va-condylar plate on both the medial and lateral aspect of the distal femur. Procedure was completed without any complications. This is 3 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.